Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-1010c, serial #: (B)(4), description: precision¿ implantable pulse generator (ipg) and charging kit. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient&#62688;ipgs would no longer charge. It was noted that the patient had several non-device related surgeries and electrocautery was used. The patient underwent a revision procedure wherein two ipgs were replaced. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).